Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how was the procedure completed? Were there any patient consequences due to the event? If yes, please describe. The procedure was completed manually with monopolar to cut pile mass and suturing. There were no patient consequences due to the event.

Event description:
It was reported that during the pph surgery, when the stapler was inserted in the anal canal and was tried closing, it didn¿t cut pile mass nor it staple. And the staple came out but with no b formation. The staple formation did not take place.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the (B)(4) device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition accessories were received. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.